Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after four uses during laparoscopy, the clip holder was detached and unusable. They change the clips to complete the case.